Event description:
The patient developed an infection in tooth location 18 after being implanted for over five (5) years. The patient's oral hygiene was graded as "moderate." The doctor removed the implant and will replace it at a later date.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. No causes were found during the investigation that could have contributed to an infection of the patient.